Event description:
A malfunction alarm was reported on the pump, with malfunction code "malf 5." There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.